Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported rf (radio frequency) head issue; the rf (radio frequency) head failed uplink functional tests; the rf head cable found out of electrical specification. Analysis also found the rf head lens was cracked and the rf head label was delaminated. Concomitant medical products: product ID: 229047 analyzer. (B)(4)

Event description:
It was reported that the programmer radio frequency (rf) head was broken. The rf head was returned for repair. No patient complications have been reported as a result of this event.